Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the winged female luer lock adaptor had separated from the tubing. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an extension set with one-link needle-free lv connector fell apart. There was no report of patient injury or medical intervention associated with this event. No additional information is available.